Manufacturer narrative:
This case was initially received via regulatory authority ( (B)(6), on 03-aug-2021. The most recent information was received on 20-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criterion medically significant), heavy menstrual bleeding ("haemorrhagic periods"), abdominal pain ("abdominal pain"), musculoskeletal pain ("joint and muscle pain"), fatigue ("extreme fatigue"), amnesia ("memory loss"), speech disorder ("difficulty speaking") and disturbance in attention ("difficulty concentrating") and was found to have weight increased ("weight gain"), 4 months 9 days after insertion of essure. At the time of the report, the pelvic pain, heavy menstrual bleeding, abdominal pain, musculoskeletal pain, fatigue, amnesia, speech disorder, disturbance in attention and weight increased outcome was unknown. The reporter provided no causality assessment for abdominal pain, amnesia, disturbance in attention, fatigue, heavy menstrual bleeding, musculoskeletal pain, pelvic pain, speech disorder and weight increased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), on 03-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criterion medically significant), heavy menstrual bleeding ("haemorrhagic periods"), abdominal pain ("abdominal pain"), musculoskeletal pain ("joint and muscle pain"), fatigue ("extreme fatigue"), amnesia ("memory loss"), speech disorder ("difficulty speaking") and disturbance in attention ("difficulty concentrating") and was found to have weight increased ("weight gain"), 4 months 9 days after insertion of essure. At the time of the report, the pelvic pain, heavy menstrual bleeding, abdominal pain, musculoskeletal pain, fatigue, amnesia, speech disorder, disturbance in attention and weight increased outcome was unknown. The reporter provided no causality assessment for abdominal pain, amnesia, disturbance in attention, fatigue, heavy menstrual bleeding, musculoskeletal pain, pelvic pain, speech disorder and weight increased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.